Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the systemno product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed troubleshooting and found that the occlusion was within the infusion set tubing. An infusion set tubing change was performed to address the occlusion. Reportedly, the customer was using apidra insulin within the pump supplies at the time of this alarm. Tandem technical support advised the customer against using apidra. Customer's blood glucose level ranged between 306-307 mg/dl.